Event description:
New information received notes that the patient presented for a follow up in clinic. The pacemaker exhibited noise over-sensing which resulted in pacing inhibition. Programming changes were performed.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was noted that the patient presented with a pacemaker that exhibited unspecified over-sensing. No intervention was performed. Patient status was not reported.